Event description:
In 2006, the lay patient contacted lifescan alleging that her one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke with the patient to obtain/verify the following information: the patient has owned the reported meter for "a little more than one year". Her diabetes medication was changed from oral diabetes medication to insulin about 3 months ago. She takes humalog insulin by sliding scale 3 times per day and lantus insulin 10 units each night. Three days earlier she obtained an am result of "220 something" on the reported meter and took 4 units of humalog insulin. She tried to test with the meter at noon and obtained an error 1 message, which indicates a problem with the meter. She attempted to retest and the meter did not turn on. She took no further humalog insulin for the next three days. She continued to take her usual pm dose of lantus 10 units during these three days. She had a headache on april 8 and slept all day on april 9. On the morning of the complaint she had a headache and felt dizzy tired. She attempted to test with the one touch ultra meter and it did not turn on. She went to her doctor's office where a result of 284 mg/dl was obtained on the doctor's device. She was treated with an injection of 4 units of humalog insulin. The customer service agent (csa) confirmed that the meter did not turn on. The meter, test strips, and control solution were replaced. The patient told the mas she received the replacement products, tested with the replacement meter, and obtained a result of 177 mg/dl.